Event description:
It was reported that this implantable device was explanted and replaced for suspicion of premature battery depletion behavior. A decrease in the estimated battery longevity was observed at previous follow-up (device check). No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Additional review of this event revealed that this was previously reported under bsc reference (B)(4). For any further information, including device analysis results, please see the reports listed under this reference numbers.

Event description:
It was reported that this implantable device was explanted and replaced for suspicion of premature battery depletion behavior. A decrease in the estimated battery longevity was observed at previous follow-up (device check). No additional adverse patient effects were reported. This device is expected for return. Additional review of this event revealed that this was previously reported under bsc reference #(B)(4). For any further information, including device analysis results, please see the reports listed under this reference numbers.